Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer's carbohydrate ratio settings being set too high, the customer experienced a low blood glucose (bg) level of 30 mg/dl. To treat the low bg, the customer consumed carbohydrates. Reportedly, the customer consulted with health care provider regarding the customer's personal profile settings.